Event description:
It was reported that intermittent altitude alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. Reportedly, the customer was able to resume insulin therapy with original cartridge and continued using the pump for insulin therapy.